Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was explanted due to perforation.

Manufacturer narrative:
The lead tip stiffness test was found to be within specification.